Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The device setscrew was loose/detached.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, an unrelated device was inadvertently interrogated, and as a result, when the leadimpedances were tested after hooking up the implanted device, the impedances were found to all be out of range. The lead connections were tested by unscrewing the leads and replacing them back into the device header. While attempting to unscrew the atrial lead,the setscrew was found to be in at an angle, and it was not possible to unscrew the lead from the header. It was eventually determined that the incorrect device had been interrogated. However, the grommet of the device had been compromised in the attempt to remove the atrial setscrew, which was eventually removed successfully. As a result, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, an unrelated device was inadvertently interrogated, and as a result, when the lead impedances were tested after hooking up the implanted device, the impedances were found to all be out of range. The lead connections were tested by unscrewing the leads and replacing them back into the device header. While attempting to unscrew the atrial lead,the setscrew was found to be in at an angle, and it was not possible to unscrew the lead from the header. It was eventually determined that the incorrect device had been interrogated. However, the grommet of the device had been compromised in the attempt to remove the atrial setscrew, which was eventually removed successfully. As a result, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.